Manufacturer narrative:
The c503 analyzer serial number was (B)(6). The customer also had qc issues. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for tina-quant hemoglobin a1cdx gen.3 (a1cx3) on a cobas c 503 analytical unit. Patient 1 initial result was 6.6%. The repeat result was 5.8%. Patient 2 initial result was 6.3%. The repeat result was 5.3%. Patient 3 initial result was 10.1%. The repeat result was 7.9%. The provider questioned the initial results as they did not correspond to the patients' historical results.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The a1cx3 reagent lot number was 872465 with an expiration date of 31-aug-2026. Calibration was acceptable. Qc results were not acceptable. The field service engineer (fse) found crystallization on the check valve. The fse cleaned the check valve and replaced a solevoid valve. A precision check was successful. The investigation determined that the issue found by the fse was the root cause of the event.